Manufacturer narrative:
(B)(6). Five devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak was observed at the spike port cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation. Five (5) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were observed to have a leak at the administration ports. There was no patient involvement. No additional information is available.